Event description:
It was reported that the pump touchscreen was damaged and scratched, causing unspecified issues with operating the pump. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.